Manufacturer narrative:
Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).

Event description:
It was reported that a physician completed an uneventful novasure endometrial ablation procedure. Post ablation, the physician went to do a laparoscopic tubal and found a perforation at the middle of the fundus. The perforation was cauterized.